Event description:
Per complaint (B)(4), at the time of placement, the implant became stuck in a 2.5 hex wrench. The implant was removed. The complaint indicated that the procedure was not completed in the same visit but there was no patient impact as a result of the event.